Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was unable to be confirmed as during testing, a leak was not noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents for leaks. The investigation was unable to determine a cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: canpass, guide wire: sionblue, guide catheter: heartrail. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the concentric, moderately tortuous, mildly calcified, 90% stenosed, de novo, distal right coronary artery (rca), after a non-abbott balloon catheter was advanced to the lesion negative air aspiration was attempted, however, air entrailed from the three-way stopcock and the indeflator. The stopcock was replaced and the procedure completed after an unspecified stent was successfully implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.